Event description:
It was reported that customer used out-of-warranty pump with outdated software that could not be updated, was not compatible with newer sensors, control-iq+ features, or mobile bolusing, and had battery cover off for some time, exposing internal components to dust and moisture so pump could not be updated or replaced. There was no reported impact to the customer¿s blood glucose level. Customer was requalified for new pump, and no further follow-up was requested from technical support.